Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to advance the guiding catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with the guiding catheter, interaction with a torque device, and/or interaction with patient anatomy. It is possible that the guide wire interacted at an angle with the guiding catheter. It is possible that the resistance with the guiding catheter was likely the result of the reported resistance. Although, this could not be confirmed since the guide wire and the guiding catheter used in the procedure were not returned. No damage to the guide wire was noted during inspection prior to use, which would indicate that the wire damage was likely not pre-existing. The lot history record was reviewed and there were no non-conforming material records associated with this lot. Overall, a conclusive cause could not be determined for the reported peeling of the polymer coating and the reported resistance appears to be related to operational context of the procedure. There is no indication of a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that movement of the bmw universal ii guide wire was not smooth because of resistance felt during advancement in the guiding catheter. The physician thought that the polymer sleeve of bmw universal ii had peeled. No patient effects were reported. No additional information is provided.